Event description:
A report was received that the patient was hospitalized due to pain under ipg site. CT scan result, nothing found. Database analysis of the battery discharge and charge profiles were observed and revealed no anomalies. The ipg appears to be working as expected. The patient was prescribe with dilaudid for pain and cyclobenzaprine.